Event description:
It was reported that the lead perforated the patient and the patient experienced cardiac tamponade. The lead was explanted and replaced. The patient was -ok- after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. The lead tip stiffness is according to specification.